Event description:
Teleflex medical customer service in another country, reported an end-user alleges during the fixing of the graft with staples, three staples were snagged on the member, due to the peak of the each staple the surgeon moved apart with both hands the lever of the stapler releasing the staples. The malfunction caused damage to part of the graft. The stapler is available and has been requested to be returned for evaluation.

Manufacturer narrative:
Device evaluated by manufacturer: the device has been requested for evaluation but has not been requested for evaluation but has not been received. Should the device be received for evaluation, a follow-up report will be filled upon completion of the evaluation or if add'l info becomes available.